Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain and other non-malignant pain. It was reported that after recharging the device to 100% the patient turned the ins on but couldn't feel stimulation. The issue began the night of (B)(6) 2016 and the morning of (B)(6) 2016. The change in therapy/symptoms was reported to have been sudden. The patient programmer and recharger indicated that stimulation was on at 4.20 volts but the patient could not feel anything. The patient had pain from not feeling stimulation. It was noted that there were no reported falls/trauma that could be related to the issue. Increasing/decreasing stimulation did not resolve the issue. It was noted that the patient did not have adaptivestim. It was unknown if the patient had another group to try. The patient was to follow-up with a health care professional to find out what was causing the lack of stimulation sensation.

Event description:
Additional information was received from the patient. It was reported that the patient and a manufacturer representative were to call the patient's physician's office to have the device looked at in person. The patient couldn't see him until (B)(6) 2016. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.